Manufacturer narrative:
(B)(4). G2: report source: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a hip revision post-implantation due to dislocation from the liner. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
The reported event is for recurring hip dislocation of the liner and the femoral head. Based on the description of events and the current available information, it had been concluded that the acetabular shell was not involved in the reported incident. No further reports will be submitted for this product.

Manufacturer narrative:
The reported event is for recurring hip dislocation of the liner and the femoral head. Based on the description of events and the current available information, it had been concluded that the acetabular shell was not involved in the reported incident. No further reports will be submitted for this product.